Event description:
Risk management was alerted by a medical provider in the cath lab who received a product recall letter. The product involved is a kodama hd-ivus catheter (sku/ref 017788; lot numbers 00233370, 0023337, 00233372, 00233373, 00233385). Per the medical provider, such product was used on one patient.